Event description:
The customer reported that the system displayed low ma errors during a procedure.

Manufacturer narrative:
(B) (4). The ge svc rep cleaned and vapor proofed the high voltage cable terminals. He found ma calibration / high voltage regulator pcb calibrations out of adjustment. He adjusted to spec and completed filament utility suite calibration. He also completed system diagnostics on work station and generator. The system is functioning as intended. (B) (4)